Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that he was diagnosed with yeast infection at the head of his penis, patient also called it a bladder infection about 3 months ago. Patient said that he has been on anti-biotics for 5-6 months however the infection has not cleared. Patient also mentioned that as a result of the yeast infection he is unable to urinate and has to use a catheter which causes bleeding. No further complications were noted or anticipated.